Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument has been received for failure analysis evaluation. The customer reported complaint was confirmed as the named primary failure was found. The instrument was found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis was missing. Components adjacent to this broken main tube did not show damage. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a prograsp forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The prograsp forceps instrument has been received for failure analysis evaluation. However, the failure analysis investigation still pending as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.